Event description:
An international distributor reported their customer's AED asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to deliver an adequate shock. During shock testing, the device generated an audio prompt stating "partial shock delivered, service required." And delivered 23 joules. Further investigation identified a transistor had sustained damage attributed to the device experiencing a drop or significant impact. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.